Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact root cause could not be determined. One 4fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed the catheter was returned in two segments: the proximal segment extending from the 59 cm to 38 cm depth mark, and the distal segment extending from the 38 cm the distal valve. Biological residue was observed in the catheter. Both segments of the catheter were flushed and pressurized with water using a 12ml syringe. A leak on the distal segment was observed just distal to the 37 cm depth mark. A microscopic observation revealed striations on the distal end of the proximal piece and proximal end of distal piece, indicating the catheter was cut with a sharp instrument likely to prevent its use. Two small splits were observed on the catheter where the leak was found, and they appeared to have somewhat clean edges and a mostly smooth fracture surface. The catheter was dissected for inspection of the inner wall, and an additional superficial tear was observed on the catheter. This damage was observed to not be aligned with the outer wall splits and appeared to have somewhat clean edges. No additional damage or marks were observed on the inner wall of the catheter. It was not possible to determine the exact root cause of the observed damage; however, possible causes include damage by using non-smooth edged instruments such as hemostats or stylet damage. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the catheter was inserted into the patient and began to show venous return. A test was performed before insertion and was normal, but when it was removed, it was found to be punctured. No other information was provided.